Event description:
Rental negative pressure therapy machine from smith & nephew, found tubing kinked and machine not alarming. Disconnected patient from machine and placed cap on end to test alarm and machine did not alarm. Machine is supposed to alarm if tubing is blocked and if not an effective seal (or low vacuum alarm). Called smith & nephew representative and she suggested that to check the canister connection. Canister connection checked and filter part and it was pushed all the way in. All connections were checked. Ordered new machine. To test new machine, used the old canister and the new machine and tested it by capping the end of tubing and the machine did alarm blockage. Defective machine left for uhs to pick up.